Event description:
The following has been reported: nurse reported: 2. This was a hazardous medication- the end cap broke off the tubing. Customer did not mention if there was patient involvement or if an active infusion was stopped due to the above incident. Customer stated the set contains hazardous material so no sample is available for evaluation. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: clogged admin set. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Note: without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. Probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component or a customer or improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. However, internal investigations were issued in order to determine exact root cause. Current process controls detection: -post sterilization sampling final inspection. -the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. - sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch record could not be performed as the affected batch was not provided.